Event description:
The customer reported that when the ventilator was turned on, the screen never lit up. The customer reported the ventilator was not in use on a patient, therefore, no patient harm or involvement. The manufacturer's service technician duplicated the customer reported problem. The service technician replaced the cpu pcb board to address the reported problem. Final applicable testing was completed and tests passed to operating specifications. Review of the device diagnostic log history noted a vent inop error code. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The cpu pcb board was returned to the manufacturer for analysis and a component failure was identified that will result in a vent inop condition.